Manufacturer narrative:
Additional information: on 8/12/2019, mentor became aware of the device's manufacturing and expiration dates. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor siltex round moderate profile 275cc, catalog # 3542640, lot # 195104. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc breast implant and experienced deflation on the right side post-operational. As a result, the patient underwent device removal on (B)(6)2019.

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the device was accidentally discarded during surgery. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).